Event description:
Information received indicates that pump fails volumetric accuracy test.

Manufacturer narrative:
Investigation found that pump failed volumetric accuracy test. Bezel was replaced and pump was recalibrated to resolve the issue.